Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 419 mg/dl. The customer stated that she experienced stomach sickness prior to the event. The customer's last infusion set change was three days prior to being hospitalized. Troubleshooting was performed and the insulin pump had the correct time and date. However, the reservoir start date in the status screen was not accurate. Advised the customer to revert to a back up plan of manual injections.